Event description:
It was reported by service report that the right siderail tip cap was broken with sharp edges and the siderail cannot be latched up. No pt involvement or adverse consequences are reported.